Manufacturer narrative:
The device was returned for investigation, but neither the clip nor any accessories were returned with the device. Based on the visual and functional assessments of the returned device, there were no issues found with the device and the device functioned as intended. Therefore a root cause or causes of the reported event cannot be determined.

Event description:
The patient was undergoing an on-pump beating heart coronary artery bypass graft (CABG) procedure. The surgeon elected to use the pas-port proximal anastomosis system to anastomose the proximal portion of the saphenous vein graft (svg) to the aorta. As reported, the condition of the aorta was "not good". After deploying the pas-port clip, the surgeon lifted the deployment portion of the device while holding the clip/svg with forceps. The clip dislodged from the anastomosis site, which required that the surgeon repair the aortic anastomosis site. The surgeon completed the CABG procedure. Following surgery, it was reported that the patient was initially unconscious. The cause was not reported but a cerebral infarction was ruled out. The patient subsequently regained consciousness and improved such that the patient is tolerating food consumption.